Event description:
It was reported: pt approx. 5 months out from original surgery and painful. Was revised due to shell contamination. Product recall of sulzer acetabular shell implant due to lubricant residue on the surface, not enabling the bone to bond with the affected hip implant. This has resulted in having to replace the implanted shell with one not affected with lubricant residue.